Event description:
The device was used during a pelvic exoneration procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.